Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that there was telemetry failure and therefore the link electronic module (lem) board was replaced. Analysis further noted that the radiofrequency programmer head connector on the lem board was broken. (B)(4).

Event description:
It was reported that the programmer experienced telemetry failure. Both the radiofrequency programmer head and the programmer were returned for service. No patient complications have been reported as a result of this event.